Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the strike plate of the handle sheared off from the rest of the handle. This seems to be quite a common issue with this handle. The handle broke into 2 pieces. Nothing was left in the patient and it caused less than 10 minutes delay to the operation whilst an additional set of instruments was opened. The incident date was (B)(6)2022.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : "the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.